Manufacturer narrative:
Citation: kevin mcmillen; louis dunphy, hiroshi nishikawa and andrew monaghan. "Experiences in managing arteriovenous malformation of the head and neck." Ttp//dx.doi.or/10.1016/j/bjoms.2016.03.020. The device will not be returned for evaluation as it was implanted in the patient. We are unable to definitively determine the cause of the reported event. While performing follow up for MDR 202914-2016-00652, specific patient information was provided regarding the events mentioned in the article. Therefore separate reports will be submitted for each patient.

Event description:
Medtronic received information that this patient experienced a local infection. It was reported that the onyx extruded through the lip mucosa. It was further reported by the author that the volume of onyx used to ablate the avm is the primary source of the problem. The author indicated that this material when used in the face is often very superficial (particularly in the oral cavity). Following the embolisation the bulk of the onyx can naturally extrude - particularly through oral mucosa. This provides microbes a potential port of entry thus leading to the infections. The patient required antibiotics and underwent lip excision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.